Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump battery was hot to the touch upon replacement. The reporter noted no damage or corrosion seen to the pump, the battery cap was secure, and the pump had not been exposed to moisture. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 submitted: 12/28/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed record of sudden voltage drop on (B)(4) 2012, one "low battery" and "replace battery" alarms on the same date due to the sudden drop in voltage. On testing, the pump powered on normally with no overheating or alarms duplicated. The pump's electrical currents were measured within specifications. The pump was opened for investigation and did not reveal evidence of internal defect or moisture ingress. The complaint was confirmed in the pump history but not duplicated during investigation.